Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. Additional information was received and b5 should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam became degraded and caused coronary, heart disease, asthma, sinusitis, burning in the chest and throat, sore throat and cough and apnea events. The patient has also alleged that the device has a chemical smell. The patient did receive medical intervention and reported to have had a stent placement. The patient reported using an ozone based disinfection device. Section h6 was updated with the appropriate health effect - clinical code and type of investigation, investigation findings and investigation conclusions to reflect that 3 attempts were made and the device is not returning.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. Additional information was received and b5 should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam became degraded and caused coronary, heart disease, asthma, sinusitis, burning in the chest and throat, sore throat and cough. The patient has also alleged that the device has a chemical smell. The patient did receive medical intervention and reported to have had a stent placement. The patient reported using an ozone based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code and type of investigation, investigation findings and investigation conclusions to reflect that the manufacturer's investigation is ongoing.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused coronary heart disease, asthma, sinusitis, burning in the chest and throat and cough. The patient did receive medical intervention and reported to have had a stent placement. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.